Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.

Event description:
The customer had an intermittent issue with erratic results for multiple assays when tested on an analytical p module, (B)(4). Eighteen patients were involved in the issue. The assays included creatinine kinase, creatinine, c-reactive protein, alanine aminotransferase, aspartate aminotransferase, and potassium. Most of the initial results did not match the patient's previous results and were not reported outside the laboratory. The customer did provide erroneous creatinine kinase results for one patient that was reported outside the laboratory. The initial creatinine kinase result was tested on (B)(6) 2011 and recovered 71 u/l. The sample was repeated on the same p module on (B)(6) 2011 and recovered 1087 u/l (accompanied by a data flag). A corrected report was sent on (B)(6) 2011 with the 1087 u/l result. The patient was not adversely affected because of erroneous results having been reported. The field service representative determined a clogged water nozzle tube was the cause of the discrepancies and he cleaned the tubing. The field service representative verified analyzer operation and the customer ran calibrations and quality control that were acceptable to the customer.